Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. Started inspecting batteries and noticed that tray 5 had 1 battery with an excessive amount of corrosion on battery terminal which made it unusable. Ordered and replaced tray 5 batteries (qty 6). No batteries have been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that a battery was damaged (corroded) in the imaging system. There was no patient present when this issue was identified. No additional details were provided.